Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7 years ago. Aneurysm and vessel morphology at the time of implant were not reported. The aortic neck was 1.5 cm long and reverse-funnel shaped, measuring 18 mm in diameter proximally and 22 mm in diameter distally. The stent graft was originally placed low in the aortic neck and had not been extended far enough to the level of the internal iliac artery. Approximately 1 month ago, the patient presented with back pain and abdominal pain. A CT scan was performed and demonstrated a proximal type I endoleak that was not very distinctive; however, the physician elected to perform an intervention. A right common iliac artery aneurysm was also evident. The physician implanted a 26 mm diameter aneurx aortic cuff proximally, which successfully resolved the endoleak, and 2 iliac limbs distally for distal fixation. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Results - endoleak; reverse-funnel shaped aortic neck. Conclusions - reverse-funnel shaped aortic neck.